Event description:
It was reported that pt underwent hip procedure on an unk date. Revision procedure was performed on (B) (6) 2009 due to posterior dislocation. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date: not yet reported. MFR date: not yet reported.